Manufacturer narrative:
The philip's service engineer evaluated the device and confirmed the alleged issue. The customer was advised to replace the battery. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the battery would not charge. There was no patient involvement. The event date was not specified; estimate used.